Manufacturer narrative:
Model number / catalog number: sc-2218-70, serial number: (B)(4), batch / lot number: 20549034, model / catalog description:linear st lead kit 70 cm. Model number/catalog number: sc-4318, batch/lot number: 21246983, model/catalog description:clik x anchor sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.